Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) of redv2858 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported the groshong PICC broke. The rn stated, "I went to change the patient¿s dressing and the pieces were already disconnected." No other information was provided.

Event description:
It was reported the groshong PICC broke. The rn stated, "I went to change the patient¿s dressing and the pieces were already disconnected." No other information was provided.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, applicable fmea documents, applicable manufacturing records, and labeling. Based on a review of this information, the following was concluded: the complaint of a damaged strain relief oversleeve was confirmed, but the exact cause could not be determined from the two photographs that were provided for investigation. One photo showed the label with part number 9617408d and lot #redv2858. The other photo showed a groshong nxt PICC at the insertion site. The wings were attached to a statlock stabilization device. There was a complete circumferential break in the strain relief oversleeve at the distal end of the connector. The detached strain relief oversleeve remained attached around the catheter but the distal tip was positioned at the insertion site. The catheter appeared to be secured to the connector. No defects associated with the manufacturing process were identified on the oversleeve. What appeared to be tape residue was observed on the distal connector. It is possible that the break in the oversleeve was attributable to tensile stress or fatigue; however, the cause could not be determined from the photographs. A lot history review (lhr) of redv2858 showed no other similar product complaint(s) from this lot number.